Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was high. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This notification was opened for fsn 2023 -cc-042. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. There is no patient harm associated with this notification, and no risk of harm if the event should recur and does not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). No report will be filed with any regulatory agencies at this time. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date.